Event description:
It was reported that difficulty was encountered performing a sheathless insertion of the intra-aortic balloon. Another intra-aortic balloon was inserted successfully using a sheath. There were no pt complications.